Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen at the previous follow-up was misleading. The device reached the recommended replacement time and switched to nominal mode before the follow-up, causing patient discomfort.

Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen at the previous follow-up was misleading. The device reached the recommended replacement time and switched to nominal mode before the follow-up, causing patient discomfort.

Manufacturer narrative:
Please refer to the attached investigation report. - attachment: [20190103 - file-2018-03875 - analysis_and_closure_report_resp-2018-01893.pdf].